Manufacturer narrative:
(B)(4)

Event description:
A philips field service engineer (fse) reported that the infant phantom performance test on 120 kv head uniformity failed after the upgrade to software version 4.1.6 on an ingenuity CT system. There was no report of harm to a patient, operator, or bystander. The fse reported that the test that failed was an auto run test and the performance test is passing in all other areas except the infant head 120 kv uniformity.

Manufacturer narrative:
(B)(4). On 13-jul-2016, a philips field service engineer (fse) reported that when using auto run for the infant phantom performance test on 120 kv head uniformity, that the test failed after the upgrade to software version 4.1.6 on an ingenuity CT system. The fse reported that the performance test is passing in all other areas except the infant head 120 kv uniformity. The fse was on site for installation of software version 4.1.6, performing a system calibration test when the issue was discovered. There was no patient impact. This issue was sent to philips CT engineering for evaluation. CT engineering determined there was an incorrect number of frames per revolution in the off-focal table header. This leads to off-focal kernel modifications during the off-focal processing, generating a non-uniform image that causes the high resolution infant head uniformity test to fail while using the 120kv setting when upgrading the system to 4.1.6 software. If this malfunction were to recur and during a patient procedure, the reconstructed images would exhibit a degrading image quality due to a modified off-focal kernel used during image processing, and there would be potential for misinterpretation. However, based on further investigation by philips CT engineering, it was determined that this issue would be of acceptable risk and would not be likely to cause death or serious injury due to the following mitigations: the image non uniformity occurs across the entire reconstructed image and not just in some localized areas; CT data is not the only information the physicians have available in order to make a determination so when CT results suggest misrepresentation or do not match to the patient¿s medical history, additional lab tests, alternate imaging modalities such as ultrasound and MRI may be utilized in order to confirm the CT results prior to the final diagnosis and/or treatment; it is the opinion of the radiologists that the chances of misdiagnosis are reduced if the image artifact doesn¿t fit the neurological symptoms of the patient. The system is operational. The system should not be used for infant head procedures using 120kv; however, all other calibrations have passed. The system was turned over to the customer for use on 07-jul-2016. Field change order ((B)(4)) was initiated to address this issue in the field.